Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2013, a 3.0x18mm absorb bioresorbable vascular scaffold (bvs) was successfully implanted in the mid left anterior descending (lad) coronary artery lesion. On (B)(6) 2015, 75% in scaffold restenosis was observed per coronary angiogram. On (B)(6) 2016, the patient was hospitalized for stable angina. Another percutaneous intervention was performed in the mid lad, placing another stent as treatment. The event resolved without sequela. There was no additional information provided.